Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results on the subject meter compared to an accu-chek meter. No results were provided for either meter. This complaint is being reported because the results may not meet lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.